Event description:
Boston scientific received information that this implantable pacemaker reached end of life (eol) approximately two years post implant. The local field representative suspected that the battery depletion was a result of high outputs. However, it was unknown if the outputs were manually programmed high or if the automatic capture (ac) feature increased the output. An invasive procedure was performed. The device was explanted and a new device was implanted successfully without incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. Detailed analysis confirmed the device did not meet minimum expected longevity, however, the reason for premature depletion was undetermined. During analysis, no out of specification condition was noted. Analysis confirmed the battery depleted prematurely, however despite exhaustive efforts, the cause could not be determined.